Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 280 mg/dl to 258 mg/dl. Reportedly, when the infusion set was changed out, the user did not see insulin coming out of the tubing after priming the tubing with 50 units. Additionally, it was reported that there were air bubbles in the tubing. The user changed the cartridge and recommendation was made for the customer to change the infusion set. The user addressed the bg level with a manual injection as well as a correction via the pump.